Event description:
It was reported that balloon pinhole occurred. The patient underwent a venogram to be treated for may thurners on the bilateral common iliac vein. The target lesion was a compression of 80% stenosis, mildly tortuous and a compression of severe calcification. Bilateral 18-90 wallstents were placed, and post dilatation was done with two 6/5.8/75 xxl balloon catheters. Both balloons inflated at 5 atmospheres until it was noted that one of the balloons would not hold pressure. Upon removing, a small hole was identified. The device was replaced for another of the same model to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: xxl device was returned for analysis. A visual examination was performed on the balloon which was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflator. It was subjected to positive pressure and deionised water was observed to be leaking from the balloon where a balloon was found located 14mm proximal from the distal markerband. The rated burst pressure for this device is 8 atmospheres as per xxl specification. The shaft and tip underwent a visual and tactile examination where a shaft kink approximately 1mm distal from the distal end of the hub was found. No issues with the tip of the device.

Event description:
It was reported that balloon pinhole occurred. The patient underwent a venogram to be treated for may thurners on the bilateral common iliac vein. The target lesion was a compression of 80% stenosis, mildly tortuous and a compression of severe calcification. Bilateral 18-90 wallstents were placed, and post dilatation was done with two 6/5.8/75 xxl balloon catheters. Both balloons inflated at 5 atmospheres until it was noted that one of the balloons would not hold pressure. Upon removing, a small hole was identified. The device was replaced for another of the same model to complete the procedure. No patient complications were reported.